Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby,2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device e xpansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1 the pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00234, 2029214-2017-00235, 2029214-2017-00236, 2029214-2017-00237, 2029214-2017-00238, 2029214-2017-00240, 2029214-2017-00241, 2029214-2017-00242, 2029214-2017-00243 and 2029214-2017-00244. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of 4 mm, fusiform aneurysm that located in ophthalmic artery, the proximal segment of the pipeline embolization device (ped) was not fully opened. It was reported that pipeline was failed to open and resulted in an incompletely expanded and stretched the device. Balloon was used to fully open the pipeline. The patient was treated with only one ped. No patient complications were reported.